Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during elective system explant procedure, left ventricular (lv) lead was noted to be dislodged. When physician attempted to remove the lead, the outer part of lead didn't come out. Physician tried to remove the remaining shell portion of the lead but all parts couldn't be removed. Physician then left some of the remaining lead in the coronary sinus branch where the lead was originally implanted. No new system was implanted as the patient does not need a replacement system. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-14340.

Manufacturer narrative:
Only the middle portion of the lead was returned in one piece measuring 88.0 cm (severely stretched inner coil) and 40.0 cm insulation. The reported event of ¿the lead was ¿gutted¿ (inner part came out but not all of the outer part)¿ was confirmed. Visual inspection found the inner coil severely stretched. The cause of the reported event was isolated to lead damage during the explant procedure which is consistent with procedural damage. All other damage noted is consistent with procedural damage.